Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4),1 implanted: 2008-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the patient had a refill earlier during the week, and it was discovered that the pump had flipped. They were apparently able to manually flip it back over again and refill it, but then they brought her back to do a dye study and it had flipped over again. No patient symptoms were reported, and they were able to complete the refill. The patient was scheduled for revision on 2015-(B)(6). During the revision, the pump was re-secured, and the catheter was found to be patent. The pump was anchored in 3 of 4 sites when exposed, and the physician made no claim as to whether this was inadequate, or the cause of the flipping. The patient was placed on simple continuous 65 mcg/day of baclofen (compounded), and 1.041 mg/day of dilaudid. The patient was receiving therapy at that time. The pump system was being used to infuse baclofen (compounded), and dilaudid at the time of the event.